Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07893 for details pertinent to this event.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device under-infused medication. Per the reporter, the pump was programmed to deliver 790ml and when the patient returned to the clinic the reservoir volume said 0ml, but there was still 132ml remaining in the bag. No adverse patient effects were reported by the customer.